Event description:
The report stated that upon completion of the radio frequency ablation procedure, the temperature was checked, but was not over 45 degrees. It was noted that the temperature readings had been unstable during the procedure. The output had been increased up 10w per minute starting at 40w and the device shut off when it reached 70w. Ablation was continued for 6 more minutes at 70w. Bubbles properly occurred during ablation. Before the device shut off, the temperature increased to around 40 degrees. The generator shut off three times in total during the ablation. Because of the low temperature, the treatment was completed by doing a peit procedure. The patient was reported as ok.

Manufacturer narrative:
The incident sample has been requested, but to date, has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.